Manufacturer narrative:
On 12/12/2019, mentor completed evaluation of a photo of the device. Device evaluation summary: after visual inspection of the images, there were two devices and both implants were observed with no apparent damage, in addition the photo are not clear enough to identified the devices with their corresponding side or lot number. The photos do not provide enough evidence to determine any damage. The practical analysis must provide the necessary evidence to confirm any failure. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel breast implant 425cc (left) and mentor memorygel breast implant 400cc (right) and experienced bilateral capsular contracture, baker grade 3 post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.